Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned guide wire and the reported difficulty to advance and remove were confirmed. Additionally, it was noted that the polymer coating was scratched, torn, and bunched, over the entire length of the coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to the difficulty to advance or difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, patient anatomical morphology, inner diameter of guide wire lumen or guiding catheter, outer diameter of the guide wire, condition of the guide wire, condition of the guiding catheter, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and difficulty to remove the guide wire through the guiding/support catheter. In this case, it may be possible that during advancement through the accessory device used and/or the anatomy the guide wire polymer became damaged resulting in the reported difficulty to advance through the support catheter. Further manipulation against resistance ultimately resulted in the noted polymer damages and the devices locking together causing the difficulty to remove from the support catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional ht command guide wires are being filed under separate medwatch report numbers.

Event description:
It was reported that resistance was felt when advancing a ht command es guide wire through a non-abbott support catheter. Additionally, the guide wire became stuck in the support catheter and resistance removing it from the support catheter was felt. The issue occurred with two additional ht command es guide wires. The procedure was successfully completed with another guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.